Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient thought she was overdosed back in (B)(6) because she was really sick, couldn¿t stay awake and had nausea for three days. She had to go to the hospital to ¿get fluids¿ as a result. Her pump was beeping at the time, but she hadn¿t realized it was beeping for ¿almost¿ two months. The patient didn¿t know exactly when the alarm had started, but remembered hearing one beep ¿probably around the (B)(6)¿ and it then it reportedly started going to the critical alarm which the patient didn¿t realize for ¿about¿ three to four weeks. In terms of why the pump was alarming, the patient assumed it was alarming because it was empty. The health care provider (hcp) also reportedly ¿said it would either be because of his error or something wrong with the pump¿. It was then reported the pump was supposed to be refilled at the end of september but the patient had to have it filled two weeks prior to the date of this report and it was completely empty. The patient didn¿t know how long it was empty for. The patient had also been ¿sick again just a couple weeks ago¿ before she went to see the health care provider (hcp) for the pump refill. When the pump was found to be completely empty, the hcp reportedly said ¿let¿s just fill it and see how it goes¿. The patient wasn¿t reportedly getting answers from her hcp and didn¿t know if he knew what he was doing. It was also noted the patient wanted to know if there had been pump recalls because of the problems with the device and didn¿t know if it was hcp error or if there were problems with the pump. The device system was used to deliver dilaudid. No further information including patient outcome and if any device troubleshooting or event resolution occurred. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.